Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 188mg/dl, 301mg/dl, 372mg/dl, 479mg/dl and 170mg/dl. L1 quality control was run and in range. No adverse event reported. A request was made for return or the suspect product and a replacement was sent.